Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the user had inserted the device into the patient via the endotracheal tube. The distal end ruptured inside the endotracheal tube when the operator manipulated it unclearly during withdrawal the instrument from the patient. And the distal end fell off outside the patient. In addition, the bending tube was damaged by a rupture of the distal end. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by forcibly removing the device with the distal end of the device stuck in the endotracheal tube. The distal end stack in the endotracheal tube can have been caused by the following: the user tried to force the device out with the bending section bent. The bending section rubber did not move smoothly inside the endotracheal tube. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; the reported phenomenon was confirmed and the distal end was missing. The bending tube was torn and stretched. The light guide bundle and ccd unit were broken. The bending section rubber was missing and the internal metal part was sticking out. The second bending section was damaged. The reported event may have been caused by excessive force on the insertion tube and distal end due to inappropriate handling by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during bronchoscopy, it was found that the distal end had come off when the device was removed from the patient. The procedure was not extended and the user completed the procedure with the device. The user facility reported that part of the bending tube at the distal end had fallen off outside the patient's body. The chief nurse reported that there was no report of patient injury associated with the event.